Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had blank display and also had pump error on the insulin pump. The customer¿s blood glucose level was 17.4 mmol/l at time of incident. The customer stated that the insulin pump had replace battery and inserted battery and the screen was pixelated and messages come up with different languages. The customer was advised that he insulin pump needs replaced due to strange anomalies. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No missing segments, partial display, or pixelated display noted. The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. All operating currents are within specification. And no unexpected power loss or random access memory reset error alarms noted during testing. The pump language stayed in english during testing period. No unexpected display or programming anomalies noted during testing.